Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the left ventricular (lv) lead during implant. The wire had not been sufficiently wetted prior to insertion. Normal lead function was noted. The lead was ultimately implanted and remains in use with a small portion of the wire left in the lead. No patient complications have been reported as a result of this event.